Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a procedure on an unknown date. According to the complainant, during the procedure, the laser fiber broke after 4 seconds of use. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An accumax 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 0.5mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The laser fiber was returned broken in two pieces. The first piece measured approximately 160cm from the connector to the break and the second piece measured approximately 158cm from break to distal tip. Analysis revealed no damage to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break and was bright, clear, and scattered. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a procedure on an unknown date. According to the complainant, during the procedure, the laser fiber broke after 4 seconds of use. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.